Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. During on site visit, field service engineer checked system, articulated arm and cuts various arm positions and no issues were encountered. Field service engineer completed system verification confirming that system meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about four minutes and twenty seconds before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one once and vacuum two six times during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that flap thinner than usual (thin flap) with unknown target and actual thickness in the patient left eye during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials (B)(6), left eye, and additional manufacturer reports will be filed for the other patients.